Manufacturer narrative:
The user experienced hypoglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in severe hypoglycemia requiring medical intervention and is consistent with the reported hospitalization following unsuccessful attempts to correct elevated blood glucose and subsequent hypoglycemia. Review of the reported information indicates the user administered external insulin to treat hyperglycemia prior to the hypoglycemic event; however, the exact cause of the event could not be conclusively determined. No device malfunction was alleged. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia followed by hypoglycemia with blood glucose (bg) levels as low as 48 mg/dl after attempting to correct elevated blood glucose with insulin. The user was hospitalized where the user was treated for low blood glucose and discharged (B)(6) 2025. No long-term health effects were reported.